Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Journal article citation: stavropoulos, s. W., sing, r. F., elmasri, f., silver, m. J., powell, a., lynch, f. C., ¿ muhs, b. E. (2014). The denali trial: an interim analysis of a prospective, multicenter study of the denali retrievable inferior vena cava filter. Journal of vascular and interventional radiology, 25(10). Doi: 10.1016/j.jvir.2014.07.001.

Event description:
It was reported in an article from the journal of vascular and interventional radiology titled " the denali trial: an interim analysis of a prospective, multicenter study of the denali retrievable inferior vena cava filter " that after the filter placement, thrombus was identified in 3 filters, which required administration of anticoagulation and removal of the filter. Infection was identified in 17 % of patients, five patients presented with pulmonary embolism and 19 patients presented with deep vein thrombosis. After filter retrieval, there was one case of minimal extraluminal contrast agent extravasation, which was asymptomatic and self-resolved without necessitating admission or further intervention. The status of the patients was not provided.